Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient received treatment for a possible type ia endoleak. An endurant aortic proximal cuff was implanted but the alleged proximal type I endoleak persisted. The physician inserted a catheter for angiography and the catheter tip went through the stent graft fabric in the endurant contra-limb of the main body just above the flow divider indicating a type iii fabric endoleak. The physician elected to implant two 16 mm endurant iliac limbs and the type iii fabric endoleak was resolved. The physician speculated that the cause of the event could have been due to the edge of the contralateral limb being in continuous contact with the endurant main body. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak observed could not be conclusively determined from the films provided. Pre-implant anatomy information and earlier post-implant films were not provided. Angio videos which reportedly confirmed the type iii fabric endoleak were also not available for review. The returned angio video during the secondary intervention was non-contrast therefore, the reported persistence of the endoleak after implant of the cuff, the origin/source of the endoleak, and the resolution of the endoleak after the limbs were relined cannot be confirmed. The source of endoleak may have been a type iii endoleak, but cannot rule out a proximal type I endoleak. However, analysis of the returned films did not revealed any obvious stent graft characteristics, acute angulation, or presence of calcification that could explain the cause of endoleak. Abrasion from the underlying contralateral limb proximal/external stent abrading the bifurcate could not be ruled out.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported type iii fabric endoleak cannot be conclusively determined from the angio videos provided. Pre-implant anatomy information and earlier post-implant films were not provided. Review of the angio videos provided showed that there may have been a fabric hole in the bifurcate at the level of the flow divider, just above the proximal/external stent of the underlying contralateral limb. Maneuvering of the injector during endoleak interrogation showed that the injector was able to pass through the graft fabric on the left side, just above the proximal/external stent of the underlying contralateral limb. Contrast injection with the injector sitting outside of the graft fabric showed contrast feeding the aneurysm sac. There appeared to be slight radial offset between the stent above the flow divider and the first stent of the contralateral gate stub. It is possible that fabric abrasion from the underlying contralateral limb proximal/external stent may have caused the fabric hole at the level of the flow divider, which then led to the possible type iii fabric endoleak.